Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced. The patient's issue is reportedly resolved.

Event description:
It was reported the patient experiences burning and stinging at the ipg site with stimulation on and off. The patient has lost approximately 35 pounds since the ipg was implanted. The patient denies any falls or trauma. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.